Event description:
Product is a hydraglide silicone catheter that broke off after removal. Operating room had to reoperate to remove broken pieces.

Manufacturer narrative:
Each individual heparin coated silicone catheter is handled 100% as it is stepped through several mfg and inspection processes prior to shipment, so the likelihood of the product being shipped in this condition is highly unlikely. Evidence gathered during the visual inspection of the returned catheter shows what appears to be two distinct punctures opposite each other. Additionally, results from the destructive testing performed on identical catheters showed that if the wall of the catheter is compromised, the integrity of the catheter is weakened. Based on the visual inspection and the destructive testing performed on identical catheters, it is our conclusion that this thoracic catheter was manufactured and performed to specification.